Manufacturer narrative:
Combination product: yes.

Event description:
Physician was treating a patient and went to deploy this 2.25/30 orsiro. Device was prepped but there was no stent on the balloon. They had to use a second stent. This was originally reported on MDR-1028232-2021-05694, but the size, model and lot number were incorrect. That report was closed and this one opened in its place.

Manufacturer narrative:
Combination product: yes. The returned product was subjected to a technical analysis and the corresponding product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The delivery system was returned with the stent protector being applied to the balloon. The balloon is slightly unfolded and shows signs of inflation. Stent imprints on the exposed balloon surface indicate that the stent was properly crimped in between the two radiopaque markers at the time of delivery. Inspection of the stent protector revealed no damage or irregularity. The stent was not returned for analysis. Review of the product release documentation confirmed that the instrument was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested from every lot. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined.